Event description:
It was reported that during a thermchoice thermal ablation procedure a heating error occurred. Another device was used to complete the procedure with no pt consequences. Surgery time was extended by one hour but without adverse pt conseqences.